Event description:
It was reported that the right ventricular lead had low, out-of-range pace impedance measurements of less than 200 ohms and high pacing thresholds. The device and leads remain in service. No adverse patient effects were reported.